Event description:
In 2007, it was reported to boston scientific corporation that a achalasia balloon dilatation catheter was used during a endoscopic esophageal dilatation procedure (patient age, gender and weight unknown) a week prior. According to the complainant, "the catheter broke at the end of the procedure, just above the balloon." The procedure was completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the device revealed that the catheter shaft was found to be broken, 23.5 cm from the distal tip. The cause of the fracture is undetermined, however, it should be noted that the device was used beyond its expiration date. A review of the device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot.